Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific cause of the phenomenon "front panel display was turned off, and alarm sound was loud all the time during procedure" could not be identified from the information received. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found no issues. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the high flow insufflation unit front panel display had disappeared while the power light button was still on, then the alarm sounded during the therapeutic laparoscopic surgery procedure. The power switch was cycled and then the device operated normal for a while during the procedure until the alarm sounded again. The device was power cycled repeatedly until the procedure was finished. This issue delayed the procedure. There were no reports of patient harm.